Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of driver shaft was broken. According to the sr, it was used in a state that is not fitted enough to the screw head.

Manufacturer narrative:
Evaluation summary: product inquiry states the screwdriver shaft to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the device had been in use for more than three years, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. The hexagon of the screwdriver shaft is completely broken off at the transition to the rounded shaft. The breakage surfaces have a smooth topography without any signs of plastic deformation. They show the typically structure of a brittle fracture due to a bending overload. To prevent this, the screwdriver is laser-marked with the warning ¿do not lever¿. A pre-damage in prior surgeries cannot be excluded. In case of intended use such damaged would not have occurred. The material is hardened to be harder than the screws. Hardened materials are brittle and rather break than bend. Therefore it is not allowed to bend the screwdriver i.e. Using it as lever arm. Based on the above facts it can be ascertained that the root cause of the reported event is not related to a deficiency of the device, but is rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.